Event description:
Device issue: none. Adverse event: vessel dissection and surgery. Onset of adverse event: during procedure. It was reported that during an elective cath, CABG, native r closed two patent graphs, in-stent restenosis (unknown stents) was found. A voyager balloon catheter was used to treat the in-stent restenosis at 22 atmospheres (above rbp - off label) for 9 seconds. A dissection was noted after dilatation of the restenosis. The voyager balloon was used to try to treat the dissection; however, the pt was taken to surgery to treat the dissection. The pt was taken to ICU and reportedly is doing better. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported pt effect of dissection, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the rx voyager was pressurized to 20 atmospheres, which is above its rated burst pressure (rbp) of 14 atmospheres. It should be noted that the product IFU warns: do not exceed rated burst pressure. In this case, pressurizing the catheter beyond the labeled rbp may have contributed to the reported dissection.